Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interogated by the programmer. Both quick start and selecting a program were tried.the software is the correct version.